Event description:
It was reported to boston scientific corporation that a captivator snare was used for polyp during a polypectomy procedure performed on (B)(6) 2024. During the procedure, no cautery/energy conducted when the pedal was pressed. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of snare failure to deliver energy.